Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr revision surgery was performed on (B)(6) 2025, a patient with an or30 construct (54mm r3 cementless cup with an anthology stem) experienced a dislocation of her right hip on (B)(6) 2025 while sitting-standing. The patient attended emergency where a closed reduction was performed unsuccessfully. The adverse event was then solved by a revision surgery on (B)(6) 2025. Intraoperatively, it was noted that the oxinium fem hd 12/14 28mm +0, that was still attached to the trunion, was dissociated from the or3o dm xlpe insert 28/42. The or3o dual mobility liner 42/54 was well positioned and showed no sign of loosening. The or3o dm xlpe insert 28/42 had migrated into the soft tissue down near the gluteals and was challenging to extract. It was removed with the liner removal tool and was revised to a constrained liner with a new 22mm oxinium femoral head and a new 54mm r3 constrained liner. The r3 cup an the anthology stem were preserved. The patient is recovering from surgery, but any further details at the moment are not available.

Manufacturer narrative:
H3, h6: the subject devices were not made available to the designated complaint unit; the box was received but without the devices involved in this event. Therefore, a physical product evaluation could not be performed. However, the photographs were reviewed and revealed that the devices have biological residue. The liner shows slight indentations, more than likely due to the explantation process. The clinical/medical investigation concluded that the adverse event was likely caused partially or wholly by the user of the product. The recurrent dislocations are likely related to implant selection and/or implant inclination angles. It cannot be concluded there was a mal performance of the implants. The patient impact is determined to be revisions. Device specific identifiers were not provided for the anthology implant and the shell. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. A review of the production orders of the insert, femoral head and liner did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part numbers of the insert, femoral head and liner over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, abnormal loading of limb and/or alignment. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: h8.